Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into pool water. Customer reported that as a result, display screen was frozen and button error alarm was received. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarms noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator. The pump passed the self test. The pump was tested, and no frozen display was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.